Event description:
It was reported that the patient was experiencing pain at the right flank lower back area around stimulator site and the device is not effective. The patient underwent a spinal cord stimulator (scs) system explant procedure and recovered postoperatively. The explanted device was not returned as it was disposed of at the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-9208-15, serial number: (B)(6), batch/lot number: 7074235, model/catalog description: precision s8 adapter 15cm, unique identifier (UDI): (B)(4). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing pain at the right flank lower back area around stimulator site and the device was not effective. The patient underwent a spinal cord stimulator (scs) system explant procedure and recovered postoperatively. The explanted device was not returned as it was disposed of at the hospital.